Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, high pacing lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. Patient¿s condition was stable.